Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot #: unknown, product type: lead. Product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that the patient was out of it after the procedure and also had some pain and soreness at the incision site. Two days later the patient stated that they were not feeling well and they were concerned that one of their leads may have moved. Troubleshooting verified that the therapy was being delivered and the patient was advised to contact their clinician. The patient noted that they would be seeing the healthcare provider at 1 pm and would discuss it then. Two days later the patient stated that they had surgery and their back was bothering them, and they said ¿ouch.¿ on the 7th day of the trial the patient had started to notice that they were leaking more, and two days after that their legs were a little swollen because they did not take their water pill the day before, as they were very busy and didn't want to have an accident in public. No further patient complications are anticipated or expected as a result of this event. Additional information was received from a consumer indicating that after their first surgery with the trial they were dizzy. The patient couldn't remember the date but that it was in (B)(6) 2020. It was reviewed that the patient would have to follow up with the healthcare provider regarding the dizziness. No further complications were reported.